Manufacturer narrative:
Title: outcomes of a nephrologist-driven tunneled dialysis catheter insertion service in south east asia. Source: j vasc access, volume 18, 2017 (279-283), article number: 4. Date of publication: 23 june 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between october 2013 and june 2016, all patients who underwent tunnelled dialysis catheter (tdc) insertion by nephrologists were included in this observational study. A total of 344 catheters were inserted in 274 consecutive patients by nephrologists during the study period. Insertion was successful in 97% patients. The most common location was the right internal jugular vein (87%). Common complications were bleeding (8.72%), infection (13.7%) and catheter dysfunction (cd) (16.5%). The results showed that bleeding is a common early complication and the causes are likely to be multifactorial. Anatomically, the site of venotomy is usually adjacent to major vessels, which increases the risk of significant bleeding. Catheter dysfunction occurring after 7 days was also a common complication. In this cohort study, they did not encounter any cases of catheter kinking. This is likely to be due to the utmost care taken to avoid kinking during the insertion and confirmation of smooth tunnel and ¿catheter curve¿ using fluoroscopy. Infection is one of the most common and important complication of tdcs. Catheter related bacteremia occurred in 13.7% of this cohort, which translates to 0.69 episodes per 1000 catheter days. Article: milind nikam, 2017, wichtig publishing.